Event description:
Pt was undergoing thoracic vertebrae-12 (t12) and lumbar vertebrae-2 (l2) vertebral body biopsies and kyphoplasties. The jamshidi needles , provided by kyphon corp. Were placed through the pedicles of t12 and l2 bilaterally. The inner cannula was removed and the biopsy needle passed. When the core samples were obtained, the balloons were placed. The l2 balloons were expanded to approximately 3cc without difficulty. The t12 balloons were than inflated. The left t12 balloon was expanded to 2.5cc without difficulty. The t12 right balloon ruptured as it approached 2.5cc. The balloon was clearly stuck in the bottom of the trocar. The balloon and trocar were removed in one piece. The balloon was inspected and the tip was sheared.====================== manufacturer response for kyphon inflation balloon, kyphon express kypoplasty first fracture kit======================they will be picking up the device shortly.